Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that the patient's audiologist called about the patient's appointment a week before the christmas holidays. The patient came in for a routine appointment and the audiologist noticed during testing of the right ear that there were 3 hi electrode channels and several that had doubled in impedance value and are now in the 15-16 range. She had him see the surgeon that day and get a CT scan, which came back normal. All of the patient's previous medical problems have cleared, so they do not believe this to be related to the medical issues. The patient, however, is still performing well.